Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro fine plus ¿ 31g x 8mm there was an isssue with foreign matter. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported as follows: there was a damage on the needle pe, and the drug solution did not come out. A total of 43 products, which contains one affected product and 42 unused products from 3 polybags, are sent for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03jun2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro fine plus ¿ 31g x 8mm there was an isssue with foreign matter. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported as follows: there was a damage on the needle pe, and the drug solution did not come out. A total of 43 products, which contains one affected product and 42 unused products from 3 polybags, are sent for investigation.